Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: one device was in uterus/iud misplacement') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, blood pressure high, lower abdominal pain, kidney enlargement, shoulder pain and chest pain. Concomitant products included ethinylestradiol;norelgestromin (xulane). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced nausea ("nausea"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chrome/right lower quadrant of pelvic area"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy with laparoscopic removal of foreign object in uterus on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, abdominal pain, bladder disorder, urinary tract disorder and weight increased outcome was unknown, the pelvic pain, menorrhagia, fatigue and vaginal haemorrhage had resolved and the vaginal discharge, alopecia, migraine, headache, nausea, cystitis, urinary tract infection and vaginal infection was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device expulsion, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pregnancy test urine - on (B)(6) 2017: negative. Ultrasound scan vagina - on (B)(6) 2008: bilateral occlusion. It was intact and where it was supposed to be. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Updated event device dislocation to partial expulsion of device. New events abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal), infection (bladder/ urinary tract/vaginal) was added. Updated outcome of events recovered / resolved from unknown to recovered / resolved, hair loss, vaginal discharge, migraine, headaches, infection (bladder/ urinary tract/vaginal), nausea from unknown to recovering / resolving. Concomitant condition, concomitant drug, reporter, patient demographics was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chrome"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, bladder disorder, vaginal discharge, urinary tract disorder, fatigue, alopecia, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lot number added. Events : migration, chronic, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, migraine, headaches, nausea, weight gain were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: one device was in uterus/iud misplacement') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, blood pressure high, lower abdominal pain, kidney enlargement, shoulder pain and chest pain. Concomitant products included ethinylestradiol;norelgestromin (xulane). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced nausea ("nausea"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chrome/right lower quadrant of pelvic area"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy with laparoscopic removal of foreign object in uterus on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, abdominal pain, bladder disorder, urinary tract disorder and weight increased outcome was unknown, the pelvic pain, menorrhagia, fatigue and vaginal haemorrhage had resolved and the vaginal discharge, alopecia, migraine, headache, nausea, cystitis, urinary tract infection and vaginal infection was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device expulsion, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pregnancy test urine - on (B)(6) 2017: (B)(6). Ultrasound scan vagina - on (B)(6) 2008: bilateral occlusion. It was intact and where it was supposed to be.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.